Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately two (2) months after placement due to the lack of denture relief in the implant area and bruxism.